Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with a damaged strain relief of the white power cable. A log file was downloaded for review that showed events spanning approximately 7 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott labs. The driveline was disconnected on (B)(6) 2023 at 13:18:20 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without any issues or alarms activating. The damage to the power cable strain relief did not affect the controller's ability to operate the pump at a set speed. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: wire fatigue, fluid ingress the device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine follow up visit it was noticed that there was severe damage to the outer layer of the modular cable as well as the white plug of the controller. The mod cable and controller were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.